Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm. The date of event is an approximation. On approximately (b)(6) 2026, the patient was going in and out of consciousness, and did not remember how many times they had lost consciousness. When the patient took a fingerstick at an unknown time, the CGM reading was 40 mg/dL, and the blood glucose reading was ¿HI¿. The patient was found by their partner who called for an ambulance. The patient was brought to the hospital and at the hospital the blood glucose reading was over 600 mg/dL, The patient experienced Diabetic Ketoacidosis and was treated with intravenous insulin. No further medication was reported and the patient was discharged after spending 2 and a half weeks at the hospital. The reason for the long hospital stay was not reported, but there was no indication there were any other underlying health conditions. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the D zone of the Parkes Error Grid. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia and/or Diabetic Ketoacidosis and loss of consciousness.¿